Event description:
Customer reported being hospitalized with high blood glucose levels, customer was instruced to change out set and inject as per md. Troubleshooting performed and pump appeared to be functioning as designed.